Manufacturer narrative:
No further issues were reported after the service actions were performed. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The c702 analyzer serial number is (B)(6). Two out of three control levels were within range. A review of alarm trace data showed frequent abnormal aspiration, sample short and foam detected alarms from (B)(6) 2026. The field service engineer checked wash station tubing and did not detect any issues. A tubing guide on the back of a rinse head was found unattached. The tubing routing was resolved. Mixers were adjusted. Wash levels were checked and were good. Mechanism checks were performed and washing was good. Calibration and controls passed. Precision studies were performed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen.2 on a cobas 8000 c702 module. The sample initially resulted in a calcium value of 1.76 mmol/l. The customer repeated the sample based on their laboratory procedure to repeat low results. The sample was repeated twice, resulting in values of 2.46 mmol/l and 2.47 mmol/l.